Manufacturer narrative:
Image review: two media files and one static image were provided for review. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a significantly calcified aortic valve with an annulus perimeter that measured 82.5mm with a perimeter derived diameter of 26.3mm suggesting a 34mm evolut. There is calcification extending to the left ventricular outflow track. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant. Fluoroscopy valve load inspection was performed and a misload appeared to be suspected by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, evidence supports that the misloaded valve was used for the implant attempt, and during deployment an infold occurred but it was barely visible in the view provided. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. After full release, the infold became more obvious. A post implant dilation was performed which appeared to resolve the infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient's calcified annulus to left ventricular outflow tract (lvot) under the left coronary cusp (lcc) contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011764904); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0011775966); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-34, the valve was loaded into the delivery catheter system (dcs) and a visible line in the capsule up to the 4th node was observed under fluoroscopy. A 22 mm balloon used for pre-implant balloon dilation. The valve and dcs were advanced to the annulus and deployment was attempted. Initially, the valve appeared too low on the left side in the left anterior oblique view, necessitating recapture. On the second attempt, the valve was implanted with no noticeable infold at 80%, but upon final release, a noticeable infold was detected, and the patient's blood pressure dropped to 80 mmhg. A post-implant balloon dilatation with a 25 mm balloon was performed. Following the balloon dilation, the patient's blood pressure returned to normal and the hemodynamics were stable. No patient complications have been reported as a result of this event.